Event description:
Drive medical received notification from a customer regarding an incident involving a knee walker that drive medical imports and distributes. End user was using the knee walker in his home when the knee walker cushion allegedly snapped, causing end user to fall, break his toe, and bruise his knee. This report is based on information received from the customer and the end user.